Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that approximately three months post coronary stenting intervention the stent was not well apposed. (B)(6) 2012, the target lesion was located in a svg graft from the severely calcified aorta to the distal right posterior descending artery. The physician implanted a 24x3.50 omega stent in the lesion with the mid point of the stent on a hinge point within the svg. Implantation required an unspecified non-compliant balloon at a high pressure inflation to appose the stent well. The stent was not fully expanded but appeared well apposed to the vessel wall. Stent was not ivused. (B)(6) 2012, the patient was admitted to the hospital for unstable angina and known coronary artery disease. An angiogram was performed by another physician who noted that the stent was not well expanded/apposed. The doctor is questioning whether the stent has fractured due to the excessive bending within the svg, however the stent was not ivused and a fracture was not confirmed. No intervention was performed to address the implanted stent as the svg was occluded patient is going to be treated medically due to lifestyle risk factors. No further patient complications were reported and the patient's status is stable. This device is only ous approved but is similar to marketed us device.